Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: nurse called stating, "my antibiotic did not infuse on the syringe pump." Upon arrival I checked the pressure alarm, but it did not trigger a pressure alarm, pump read "still infusing." This was the second time running the medication. They started with 4 ml at this point after reprograming it once, they noted they were down to 1.4 ml left in syringe, even though the perfusor read twice that the infusion was completed. At this point the pump was removed after verifying there were no occlusions in the tubing, and the syringe was placed in a new pump. It was reprogrammed and the infusion successfully completed.